Manufacturer narrative:
Based on the reported information, there was no death nor did this result in a serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. However, the malfunction of the device could cause or contribute to an adverse event if the malfunction were to recur. The device was not saved and the size and lot information is not known, so no evaluation was completed. The health professional reported that the cause of the separating tubing support was due to excessive force during flushing and the patient was not harmed. All information reasonably known at this time has been included in this report. Additional information has been requested and a follow up report will be completed should additional information be obtained. We have assigned complaint number (B)(4) to this report.

Event description:
As reported: tubing support partially separated and extended a few cm beyond end of the tube due to excessive force during flushing. The patient was ok.